Event description:
Information received indicates the head section is drifting down slowly when weight is applied to the bed.

Manufacturer narrative:
The technician replaced the head up, head down and CPR valves to repair the bed.